Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Manufacturer narrative:
A representative inspected the imaging system onsite and was advised to remove the covers to inspect the stand alone board and the cp2. The cp2 fiber line led has amber lit. The front panel of the cp2 does not have run and frame leds lit. The stand alone board fuses and leds were normal. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) was not able to boot. The pendant showed a message that the x-ray was disabled. There was no patient present when this issue was identified.